Event description:
An omnipod insulin pump controller failed. It terminated contact with the insulin pod and wasted the contents of insulin. This has happened four times. Insulet corp is the manufacturer. We were able to contact them only once last spring. We were told at that time to "try ot again" and call back if failed again. We have not been able to get through to speak to a human since then. The "customer service" appears to be non-existent. My wife is a diabetic. She needs the insulin. It is outrageous that a corporation in the u.s. Is allowed to sell medical devices of such critically and not support it.